Manufacturer narrative:
It has been reported that the user used a non-compatible head holder with the rosa device. No patient impact reported.

Event description:
It has been reported that the user used a non-compatible head holder with the rosa device. No patient impact reported.